Event description:
Resident was being transferred bu the pal lift. Three (3) nursing assistants were in the residents room helping with the trnasfer. When the lift was moved away from the bed, one (1) strap of the sling came loose from the pal lift and the resident fell to the floor.